Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens due to the surgeon changed his mind for a three piece lens. The lens was removed with no patient injury and sutures were required to close the incision. The reporter stated there was no allegation of a product malfunction.

Manufacturer narrative:
Other: (no lens malfunction) evaluation results - other: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - other: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to the surgeon changing his mind for a three piece lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.